Event description:
During placement of a cardiac stent the phillips volcano guidewire got stuck on the stent strut and broke off in the patient's artery. This resulted in the need for an emergent open heart aortic valve replacement. Per site reporter: sent an email to local sales rep to begin correspondence on the issue.